Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The luer connector hub was observed to be detached and missing. The sample was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and aspiration. A microscopic observation revealed the break surface of was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue; however the root cause of the break is unknown at this time and an internal investigation is currently ongoing to determine the root cause. A lot history review (lhr) of rebw1843 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number rebw1843 have been reported from the same facility.

Event description:
It was reported by the facility that they found a leak due to a crack near the hub. No injury to the patient was reported.